Event description:
It was reported that during a patient transport (downstairs) the stair-pro tread retracted and the chair dropped down one step. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported. The alleged issue could not be duplicated.

Manufacturer narrative:
(B)(4).